Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was reportedly not working. Boston scientific technical services (ts) discussed lead noise was likely blocking the lead measurements. Additional information obtained from the field representative indicated that the lead was considered not functioning. Further noise was also observed. There was no intervention made to mitigate the issue. This rv lead remains in service. No adverse patient effects were reported.